Event description:
As a type-1 diabetic, I use the abbott freestyle libre 3 plus with android app (on s24+ cell phone) for glucose monitoring. My glucose can run low unexpectedly, so this device is critical for my self-care. Three days prior to today, I replaced a sensor as normal. The replacement sensor worked fine for approximately 24 hours, before erroring out (error code 57). I used abbot's on-line portal for sensor replacement and used the back-up sensor I had at home. The back-up sensor worked fine for about 24 hours, and yet again, errored out (error code 57). I called abbott this time and they gave me a code for replacement at my pharmacy after a long back-and-forth, as I had no sensors left and my insurance would not cover new sensors 'because it hadn't been long enough'. Abbott did not request the sensors back for investigation; however I did save them and ask to return them. They are supposedly sending me a box to ship them back. I do not trust they will investigate. I may only send one sensor back and save the other to make sure they are not both destroyed without investigation. I understand that devices fail. The issue at hand is that two devices failed within 48 hours, and I actually did not ever get an audible alert that they were no longer reading. Had I not checked my app, I would not have known and my glucose could have run low without me knowing, resulting in serious harm. I also now have four areas on my arm which are slightly bruised (as is normal) from applying sensors, however they haven't healed because I've had three sensors on my arms in 48 hours so I have limited real estate to adhere yet a fourth sensor (sensor sites take about 2 full weeks + to heal for me). Abbott told me to 'avoid placing near an old sensor location' which is near impossible on my skinny arms. Hopefully this doesn't further disrupt the effectiveness of the next sensor. On the phone, abbott's representative first told me "I must have installed it incorrectly". I've worn these monitors for some time without event, and typically, device manufacturers should be performing human factors testing to ensure that they are essentially fool-proof. To suddenly not be able to properly install a sensor would be concerning to the device design, and perhaps an ineffective dfmea. There was no indication from speaking with abbott that there is a potential issue with android (I know this has been an issue identified by mhra in the past). If this is the case, the option of abbott sending me a reader would have been appropriate, but there was no mention of this as an option. I may call again and ask for this. Lot number of both devices was the same: t60003091, expiry: 31 december 2025, serial numbers: (B)(6). Ref report: mw5171990.